Event description:
The patient called to report that pt had seizures and spouse said they used the suspect device to check pt's blood glucose and obtained a result of 195mg/dl. Spouse tested pt about an hour later and pt's blood glucose was 123mg/dl on the suspect device. Pt called the paramedics. Emt's arrived and used their equipment to check pt's blood glucose and they got a result of 23 or 26mg/dl. Pt was given an IV and transported to the hospital. The hospital treated pt for blood pressure and monitored pt's blood glucose. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.